Event description:
Report received from the USA stating the device had a "foot switched cable that had exposed wires." The device was not used in surgery. There were no injuries reported and no medical intervention was needed. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).